Event description:
It was reported to boston scientific corporation in 2005 that an enteryx procedure, kit was implanted (patient age, gender and weight unknown) the previous month. According to the complainant, the patient had an aortic rupture while taking a shower at home and died instantly. The cause of death on the death certificate was cited as cardiac tamponade related to rupture aneurysm or aortic arch. Other related factors listed on the death certificate included hypertension and atherosclerosis. Based on the information provided above, there is no indication that the patient's expiring was related to a boston scientific product.

Manufacturer narrative:
The device manufacture date and expiration date are unknown. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.